Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that when removing the shield the needle with the shield was separated from the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. . H.6. Investigation: customer returned (2) loose 1cc, 12.7mm syringes. Customer states that the needle with the shield was separated from the barrel. Both returned syringes were examined and no defects were observed on either of the returned syringes. A review of the device history record was completed for batch# 1074339. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that when removing the shield the needle with the shield was separated from the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.